Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their bowels had been acting up about five days prior to the report. It was indicated that they did not feel stimulation and the therapy was on program 3, 0.9v. The patient mentioned that the healthcare provider didn't know about the implant, and were told to contact patient services. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.